Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported their charge used to last two days, but now they would charge the implantable neurostimulator (ins) fully, and within 45 minutes stimulation stopped, there was a loss of therapeutic effect, and the ins was depleted. The consumer met with the manufacturer¿s representative (rep) but they ¿couldn¿t get anything to work,¿ and the rep was supposed to get back to them but hasn¿t. However, the rep stated during the appointment they optimized the consumer¿s programming and coverage and made sure they were charging properly and confirmed good coupling, so they didn¿t think anything was out of the ordinary. It was noted during that meeting the rep pulled the consumer¿s logs and told them they hadfully charged successfully once, which was when the consumer reported to get a full charge it could take 5.5. Hours. The last time the ins was successfully charged was (B)(6), but when they went to charge again the recharger wouldn¿t turn on. During the call the patient programmer (pp) was used to sync with the implant which showed ¿recharge only-loss of therapy due to low ins battery.¿ following this the consumer tried to start a charge session but got a call the doctor informational screen with codes, letters, or numbers and were unable to charge. Since the meeting with the consumer the rep. Tried to get a hold of them, but hadn¿t received a call back.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep stated that the patient's battery was replaced. The rep stated that they couldn't take impedances at the previous appointment as the battery was depleted. The rep checked the impedances with the multi-lead trialing cable and results were 1360 to 1682 ohms. The rep connected the leads to the battery and impedances were low 1300 to 1621 ohms. In recovery the patient was programmed and was feeling stimulation as expected. The rep will return the battery to the analysis lab.

Event description:
Additional information was received. The patient has been charging too often. The manufacturer representative (rep) met with the patient on (B)(6) 2016 and reported there were no issues reported to them about the patient's device at that time. They met again with the patient on (B)(6) 2017 and interrogated the ins and found it to be discharged. The patient reported that they had just charged their ins to full 35 minutes prior to their meeting with the rep. They added that charging would take them 5 hours to get the ins to full charge but after 45 minutes the ins would be depleted and they would have no stimulation. The patient's settings from (B)(6) 2016 were provided and included the following: 3.5-4.1v, 300 pw, 60hz, using contacts: 11, 12, 3. Impedances were 1695-2015 ohms. The patient did confirm that when their stimulation was on and working they were getting perfect stimulation coverage with good benefit with no intermittent stimulation. The patient was also doing well with charging and was getting good coupling. The plan moving forward is to replace the ins but the date of replacement was not yet known at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.